Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site. During the on-site inspection, the pre-use check failures were confirmed. During further assessment, it became evident that the o2 gas module was the cause of the failed pre-use check tests and it was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided; hence, a proper device log analysis could not be performed, and the issue was not confirmed beforehand. The o2 gas module regulates the inspiratory gas flow and gas mixture. A faulty o2 gas module may lead to stop of ventilation, low o2, or high pressure. The o2 gas module was returned for further investigation. A visual inspection of the returned o2 gas module revealed no abnormalities. The gas module was then placed into a reference ventilator for simulated use testing. During this testing, the pre-use check failed the gas supply test, the o2 cell/sensor test, and the flow transducer test. During ventilation, the device started to alarm for low o2 concentration, low expiratory minute volume, and high o2 supply pressure. Additionally, it was found that during standby, the device showed that the o2 supply pressure was at 10 bar instead of 4 bar. Further assessment of the o2 gas module revealed that there was a malfunctioning supply pressure sensor inside the gas module. This was because it was found that the supply pressure sensor had a major zero pressure voltage drift, as it was measured to be 11.01 v, meaning the voltage offset was deviating more than +/- 300 mv from the reference. The supply pressure sensor is part of the flow measurement in the gas module. This type of failure of the supply pressure sensor usually leads to inaccurate gas flow regulation, which will be detected during the pre-use check, and alarms will be activated if the failure occurs during ventilation. Our investigation concluded that the device failed to meet its specifications. The o2 gas module was returned for further investigation, and the reported issue was reproduced at manufacturer site. Further inspection revealed that the reported issue was due to a defective supply pressure sensor inside the o2 gas module, due to a major zero pressure voltage drift.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator, it was discovered that pre-use check failed. There was no patient involvement. Manufacturer's ref. #: (B)(4).